Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported by UK.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported by UK.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown stem lot #: unknown, i50-1065 cer option type 1 tpr sleve -3 2959070, 010000936 g7 hi-wall e1 liner 36mm f 6194299, 110010266 g7 osseoti multihole 56mm f 6459962. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03976 stem.

Event description:
It was reported that the patient underwent a right hip arthroplasty on unknown date. Subsequently, the pmi group is requesting a pmi device for a revision surgery due to leg length discrepancy. Attempts were made to obtain additional information; however, none was available.